Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. Reportedly, the customer did not have the pump's control iq software turned on and believes this was the cause for the low bg. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.